Manufacturer narrative:
Other, other text: b3: date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device was leaking near the drain hose. Patient involvement is unknown.

Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection noted a cracked enclosure and tank cover. Dirty float switch. Faded line cord and pole clamp. The block assembly was leaking. Functional testing found the device leaked from the reservoir confirming the customer complaint. Root cause was attributed to the crack in the enclosure near the drain hose. What caused this condition could not be established. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the float switch, enclosure, tank cover, line cord, pole clamp, and block assembly. Performed preventative maintenance. Device passed functional testing after the completed repairs.